Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, the patient reported a past event as she experienced high blood glucose level and insulin flow blocked but the alarm did not occur. Therefore, she tried to treat high blood glucose level with a bolus. Consequently, on (B)(6) 2019, the patient was admitted in the intensive care unit of the hospital with blood glucose level over 1100 mg/dl, where she received intravenous fluids and insulin drip as corrective treatment. Further, the infusion set was changed on the same day ((B)(6) 2019). The patient was admitted in the hospital for three days. Moreover, it was stated that the event was resolved by changing complete set (infusion and reservoir). Reportedly, a day before this report ((B)(6) 2020), the patient experienced high blood glucose level of 600 mg/dl and the infusion set was changed on the same day. No further information available.